Manufacturer narrative:
Continuation of d10: product ID: 977d160, lot#: (B)(6) serial#, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d160, serial/lot#: (B)(6), UDI#: (B)(4), h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a trial patient. It was reported that intraoperative, there was a lead failure. The electric resistance of the lead was abnormally high. The lead was replaced and the issue was resolved.

Manufacturer narrative:
H3: analysis of the trial lead (product ID 977d160 lot# va34qnd029 product type screening device) found no significant anomalies. Analysis identified that the electrode was crushed at the distal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.